Event description:
During surgery, the tip of the driver broke off in the screw while trying to remove the driver from the screw. The tip of the driver was jammed in the screw and left in the screw. Another locking screw driver was used to complete the surgery.

Manufacturer narrative:
Device history record reviewed. Review of the device history records indicate the device was mfg to specification. The broken end (distal tip) of the device was not returned for eval.